Event description:
The product analysis laboratory (pal) determined that a homechoice (hc) machine had failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec failure. The fill was found to be 1,836.5 ml and the drain was 1,224.1 ml. Rite specifications are between 774.0 to 821.0 ml. This rite test failure was found during evaluation, so no patient was involved.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of a failed rite functional test for the therapy monitored volume failed performance spec test. The fill was found to be 1,836.5 ml and the drain was 1,224.1 ml. The rite specifications are between 774.0 to 821.0 ml. The pal evaluated the device. An inspection performed on the piston revealed that the foams were disintegrated. The assignable cause was determined to be a malfunctioning manifold valve cracked piston, pinched membrane gasket, and deteriorated piston foam. Device will be sent to servicing.